Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the hcp hadn¿t seen the patient since (B)(6) 2016.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their lead was broken. The patient alleged that their healthcare provider (hcp) broke it and did not want to fix it. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.